Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he was hospitalized on (B)(6) 2017 with blood glucose of580 mg/dl. Customer mentioned getting the following symptoms related to their high blood glucose, shaky, sweaty, tired and vision was off. The customer was in a car accident and the insulin pump was destroyed. The screen was cracked and it just turned off. Customer threw the device away as it was not giving insulin and he decided to go to the hospital. The insulin pump alarmed no delivery. The customer was not wearing the device for less than 48 hours prior to hospitalization. Blood glucose was 320 mg/dl when customer noticed the blood glucose was getting high. The customer declined troubleshooting as the device had been thrown away. Customer was advised the device will be replaced.